Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported that, "the pt underwent hip replacement surgery on (B) (4) 2003." It was further reported that, "after implantation, the pt began experiencing significant pain, constant irritation and discomfort in the area of his hip." Further, it is alleged that, the pt's defective device was recalled by stryker (B) (4), on (B) (4) 2008 due to the detection of "manufacturing residuals."